Event description:
During preventive maintenance the field service engineer noted that the paddles connector was not tight and that the paddles lost connection. There was no pt involvement.

Manufacturer narrative:
(B)(4). There was no pt involvement. The field service engineer replaced the paddle set to resolve the issue. The device was returned to the customer after passing all required testing.